Manufacturer narrative:
The pump passed the self test. The pump gave an alarm after the battery change due to a broken solder joint on the interface board. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced a signal too low alarm and an unexpected restart alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced due to more than one occurrence. No further information provided.